Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a broken main tube approximately 40.33 mm from the distal tip. No piece was missing. Additional observation(s) : the proximal clevis of instrument was found to be dislodged at the main tube and the conductor wire was broken at the main tube. The findings of dislodged proximal clevis and broken conductor wire are a result of a broken main tube. The probable root cause of broken main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The 8mm fenestrated bipolar forceps instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the tip of 8mm fenestrated bipolar forceps instrument was bent and could not be removed from the trocar - cannula. Therefore, an entire trocar was removed. The surgery was completed by replacing the cannula, a universal seal, and a fenestrated bipolar forceps instrument. Outside the operation field, the trocar , cannula and, instrument were forcibly separated, and the wire was stretched during the separation. There were no reports of patient injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the reported 8mm fenestrated bipolar forceps instrument was observed prior to use with nothing out of ordinary to be observed. The wrist of instrument could not be straightened due to a physical damage. The port incision was not increased in order to remove the instrument and cannula together. The incident did not involve a fragment to fall inside of the patient's anatomy. The instrument was available for return to isi for evaluation. Photographic images of the device(s) or a video recording of the procedure were not available for isi review.